Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported an 84-year-old female patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that during support, the patient access site bleeding. The patient received 2 units of packed red blood cells as treatment and additional sutures and femstop were used to achieve hemostasis. The patient was reported as stable.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was most likely due to use issue since hemostasis was achieved by adding additional suture.